Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during an angioplasty, the voyager balloon became torn at 12 atm. Another company's balloon was used and the procedure was completed successfully. No additional event or pt info is available.